Event description:
Account called in with 26 pendants with cable pulled from grommet. They said there were some with bare wires exposed and there were no injuries reported because of it.

Manufacturer narrative:
New model pendants were shipped to the account to resolve issue.